Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on with ac or dc power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer cancelled the repair. The device was not evaluated and was returned to the customer unrepaired. The reported issue was not verified and the cause could not be determined. H3 other text : device not returned.

Event description:
The customer contacted stryker to report that their device does not power on with ac or dc power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.